Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements being out-of-range. The alert notification has been increased from 125 ohms to 150 ohms. The lead remains in service. No adverse patient effects were reported.